Event description:
On (B)(6) 2013 customer reports via phone that during a stent exchange on (B)(6) male patient the fluoro failed. The physician finished the procedure with the endoscope. No patient injury.

Manufacturer narrative:
Customer called service dispatch and reported no images during patient procedure. Customer called back saying they had fixed the problem and no service was required at this time. On (B)(6), product monitoring follow up; customer reported they re-booted the system, and system is functioning without issue.